Event description:
It was reported that the patient was having discomfort at the upper thoracic incision site. The patient underwent a revision procedure wherein left clik anchor was replaced with suture sleeves.the explanted clik anchor will not be returned as it was kept by the medical facility.